Event description:
During a drug eluting stenting treatment procedure, the balloon ruptured. The lesion being treated was a non-calcified, 50% stenotic lesion in a non-tortuous right renal artery. It is noted the lesion was not predilated. The physician crossed the lesion with a taxus express2 5.0 x 28 mm and 5.0 x 32 mm drug eluting stent and successfully deployed the stents, however, both balloons ruptured at 10- 11 atms. The balloons were removed intact and postdilation with a maverick xl at 17 atms was performed to complete the procedure. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".